Event description:
A facility reported a perforator failed to disengage during procedure. There was patient injury; however, no information in regards the injury was provided. The event led to surgical delay, unknown for how long.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The perforator was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received: what is the manufacturer of the drill used with the perforator ? Anspach. Was the drill electric or pneumatic ? Electric. Did the perforator click in place in the drill ? Yes. Are the recommended spring tests being performed between each burr hole ? Yes.

Manufacturer narrative:
Additional information received: the device probably did not activate the specific hard save, continuing to rotate. No significant blood loss or other injuries are reported. The event led to approximately 30 minutes surgical delay. The procedure was completed as planned. The patient was discharged as planned approximately 3 days after surgery (no consequences were reported).